Event description:
I developed strange symptoms not long after breast augmentation, I now know to be breast implant illness. Almost a year on since explanting, I have some obvious improvements: the obvious improvements: mental health - an incredible difference. The "tin can full of flies" head went as soon as I came round from the anesthetic. I have a logical brain, so I can solve problems now. I can't tell you how much that means to me. Overall body pain: at times my joints and muscles do still give me gyp, but nowhere near as much. My spine used to feel like it was broken. Skin: I didn't suffer with acne, but my skin is clearer, lost the "grainy" appearance. Hair: growing back around my temples/ hairline. I was beginning to look like (B)(6); digestive issues: I think there is an improvement, but I believe it will be a lifelong commitment now. Dehydration: I am not constantly thirsty or have that awful metallic taste. I've given up caffeine, so it's even better. Headaches/ silent migraines/ visual disturbances: a lot better. I had up to 5 silent migraines a day. Sometimes I can have a patch of them daily, but then go for a couple of weeks without one. I don't get so many floaters and flashes. Gut wrenching anxiety: gone as soon as I came round. Although I still live with anxiety/ agoraphobia, but had that way before implants- I have complex ptsd. Cold tingling numb hands and feet: defo better, now I just get it when I am tired. Tinnitus: I had it before implants, but it has improved since explant. Fatigue/ insomnia: it's been a difficult one for me to accept. I realized I have had both forever, way before implants. Due to ptsd I live on red alert and so will crash at some point and I suffer with night terrors. Although I have found my energy levels have improved. I get more good than bad days. But still not consistently enough to be able to work. That has been gutting, but I have to make the most of what I have got. My implants were always cold and painful felt like I was dying/ wanted to die. Despite all my efforts to get well, my life felt pointless. The implants had a devastating effect on my mental well being. Numerous suicide attempts, hospitalized. Lost employment, relationships, time with my children. It is difficult to catalogue the many effects the implants had on my mental and physical health. With a complicated history, one could blame the traumas. But, I have seen so many improvements since explanting, I have no doubts they had a devastating impact on my life. Rupture, thick capsules, gel bleed. Before and after photo of me - you can see how ill the implants made me. FDA safety report ID# (B)(4).